Manufacturer narrative:
The customer did not return the suspected product for evaluation. The customer indicated the lot # of the affected test strips as 9cpef07, which was incomplete as an alphabet was missing at the end of the lot #. Therefore, test strips from lot # 9cpef07c was used for in-house testing. All results were satisfactory with the testing of in-house contour next ez meter and in-house test strips. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate reported that the customer (his son) took 6 units of insulin in the morning, which was his usual dosage. Afterwards, blood glucose testing was performed with the customer's contour next ez meter and following readings were obtained within the timeframe of 10 minutes: 46 mg/dl, 83 mg/dl, 44 mg/dl, 94 mg/dl, and 99 mg/dl. The customer was feeling dizzy. Advocate gave him two crackers when the reading of 46 mg/dl was obtained. Advocate stated that after 6 minutes, the reading was still 44 mg/dl, so he gave him two more crackers. The customer was advised to return the test strips for evaluation. Replacement meter kits were sent to the customer.